Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The physician removed the stent protector from the 16x3.5mm veriflex stent delivery system (sds) and noticed that the stent was not on the balloon. The stent was found inside the stent protector. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).